Manufacturer narrative:
Device passed displacement test. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a very sticky drive support cap. The customer's blood glucose was unknown. The customer's blood glucose was unknown. The insulin pump that customer received had a very sticky drive support cap and it was too soft. The troubleshooting was not mentioned. The product will not be returned for analysis.